Manufacturer narrative:
Product analysis the device was returned with the sheath and stylette loaded. No resistance noted when removing the sheath and stylette. The device was detached along the hypotube at 23.5cm distal to the strain relief. The detachment sites were oval and jagged. On the proximal portion of the detached device, the hypotube is kinked at 9cm, 20.5cm and 22cm distal to the strain relief. On the distal portion of the detached device, the hypotube is kinked 60cm proximal to the guidewire entry port. The distal tip was slightly stubbed. No other damage evident to the device. (B)(4).

Event description:
The physician intended to use a resolute integrity device. The device was removed from packaging per IFU and inspected with no issues noted. Resistance was encountered when advancing the device. The physician reported that it was difficult to cross the lesion. A small amount of force was applied to deliver the stent and the delivery system was felt to give way. The shaft of the device kinked while it was in the patient. It was not re-straightened. The device was pulled out from the patient for inspection once the physician was aware the device had been kinked and it broke in 2 parts in the physicians' hands on removal. No injury reported.